Event description:
Boston scientific crm received information from a patient advocate that the patient with this implantable cardioverter defibrillator (ICD) had passed away due to heart and renal failure. The patient advocate stated that the patient's heart would stop and the ICD was not working. It was reported that the patient needed a new device near the time of his passing but that the patient was not healthy enough to receive a new device. The patient advocate had numerous questions regarding the capabilities and function of pulse generators. A technical service (ts) consultant addressed the advocate's questions. From the conversation, the ts consultant surmised that the patient's ICD had passed elective replacement indicator and/or end of life and that the physician involved in the patient's care decided not to replace the ICD based on the patient's clinical status. There were no allegations from any physician or health care provider that a device malfunction played a role in the patient's death. An attempt to contact the local field representative (fr) was made. The fr was not able to provide any further information regarding the passing of this patient.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.